Manufacturer narrative:
Hill-rom has requested to have the side rail returned to the manufacturing site for evaluation. The parts have not yet been received, therefore the evaluation has not started. The photo of the broken side rail was received and shows that the struts of the side rail are broken off where they screw into safety frame strut inserts that hold the rail in place. This is likely caused by wear. The bed is greater than 15 years old and beyond the defined product life of ten years. If additional information becomes available following the evaluation of the returned parts, a follow up report will be filed.

Event description:
Hill-rom received a report from (B)(4) stating, the customer alleged that the siderail was broken off of the bed. The bed was located in the patient's home at the time of the allegation. The patient's mother stated that her son had fallen out of the bed twice as a result of the broken siderail. Her son was not injured as a result of the falls nor did he require any treatments as a result of the falls. This has been filed in our complaint system as record # (B)(4).